Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the elecsys hiv duo assay on the cobas e 801 analytical unit. The initial sample, collected on (B)(6) 2020, generated a reactive result of 7.25 coi (hivag: 7.25 coi, ahiv: 0.0363 coi) on the elecsys hiv duo assay. The same sample was tested on the abbott alinity hiv 1/2 antibody-antigen screening assay and yielded a negative result (0.07 s/c, reactive only at cut off > 1.0). A subsequent sample, collected on (B)(6) 2020, generated a reactive result of 6.88 coi (hivag: 6.88 coi, ahiv: 0.0354 coi) on the elecsys hiv duo assay. Additional testing of this sample included the abbott alinity hiv 1/2 antibody-antigen screening assay, which was negative, and hiv 1/hiv 2 igg blood analysis, which was also negative. A third sample, collected on (B)(6) 2020, was tested using polymerase chain reaction (pcr) for hiv and yielded a negative result. A fourth sample, collected on (B)(6) 2020, generated a reactive result of 8.03 coi (hivag: 8.03 coi, ahiv: 0.0352 coi) on the elecsys hiv duo assay. Additional confirmatory testing of the same samples at the customer laboratory included pcr for hiv, which was negative; western blot, which was negative; and abbott architect, which was negative. All results were consistent with non-reactive hiv status.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. All three patient samples provided for investigation were tested using the elecsys hiv duo assay and showed reactive results. Further analysis confirmed that the reactivity was due to interference with the monoclonal antibodies used in the hivag module of the assay. These results were classified as false reactive for hiv antigen and, consequently, false reactive in the elecsys hiv duo assay. A review of calibration and quality control data confirmed that all signals were within expected ranges. The root cause of the false reactive results was attributed to the specificity limitations inherent to the assay, as described in the elecsys hiv duo method sheet. The device remains in operation at the customer site.